Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause could not be determined. However, based on the results of the investigation, it is believed that reported event occurred due to age deterioration of the power inlet as a result of repeated long-term use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report of no power could not be confirmed. The device powered up normally during testing. However, damage was noted to the power supply inlet, and that component will need replacing. Additionally, the front panel was damaged with heavy corrosion noted on the top cover and chassis. The scope socket was worn out and causing a poor connection. The socket air joint was leaking pressure and needs to be replaced. Furthermore, there was a non-olympus lamp with 500+ hrs being utilized in the device. The light output was below specifications. This lamp needs to be replaced. The old version of the igniter and iris cables were still install on this device and need replacing. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the evis exera ii xenon light source would not power up during procedure preparation. There was no patient harm or consequence reported as a result of this event.